Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has had been experienced low blood glucose up to 42 mg/dl and highs in the 200 mg/dl range. The customer treated the low with glucose tablets, juice and candy. The customer also reported having sensor reading discrepancies, receiving numerous threshold suspend alarms and lost sensor alerts. Customer stated she has had issues since she started using the device back in (B)(6) 2015. Customer stated that the sensor would read low but blood glucose would be in the 100 mg/dl range. Customer declined troubleshooting. The insulin pump would not be replaced.